Event description:
The patient reported uncomfortable stimulation at the implant site since his involvement in an automobile accident. During the revision procedure, the physician decided to replace the implant with new advanced bionics spinal cord stimulator.

Manufacturer narrative:
The device was discarded by the medical facility and will not be returned for evaluation.